Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had placed a 5.5 after the prior intra-aortic balloon pump was causing an ischemic leg in the acute coronary syndrome / acute myocardial infarction patient. The 5.5 was placed but after 4 days there were purge alarms. The pp rose and tpa was added to the purge, and the purge blockage was alarming as well. The pump was explanted and patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product returned. High purge pressure/purge system blocked. Based on the clinical details and data log analysis the root cause of the high purge pressure and purge system blocked is most likely due to biological material ingestion. Device history review: the device passed all the post sterile inspection checks.